Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate therapy for diabetes management.